Manufacturer narrative:
Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Date of event: date of event is unknown. The date received by manufacturer has been used here. Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the unspecified bd pen needle experienced the cartridge broken. The following information was provided by the initial reporter: patient is currently on therapy with natpara through the special use program, 2 x 50mcg dosing plan. Patient reported that the first needle she put on the cartridge was broken.